Event description:
The manufacturer became aware of an allegation of everflo quiet that the patient alleging faulty parts. A device was returned to a third-party service center. During the evaluation of the device, they found out that the complaint was confirmed, the sieve was leaking, the flow meter was cracked, concentrator tubing was brittle, compressor was failing, power cord was split open and faulty parts were replaced. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.